Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that eleven months and four days post a port placement via the endocervical approach, the frequency of use was decreased, and the device was allegedly found to have a dissection under a computed tomographic examination. There was no reported patient injury.

Event description:
It was reported that eleven months and four days post a port placement via the endocervical approach, the frequency of use was decreased, and the device was allegedly found to have a dissection under a computed tomographic examination. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter from the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both regions. Multiple kinks were noted to the distal end of the attached catheter. A complete compound break was noted to the distal end of the attached catheter and on the proximal end of the distal catheter segment that was noted to be elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be uneven and the surfaces were noted to be granular in one region and round and smooth in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified catheter wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.